Manufacturer narrative:
One radiographic image and one fluoroscopic video was provided for review. The image is a lateral oblique/working projection non subtracted radiograph, with no contrast. Coils are seen in what is likely a small ophthalmic segment aneurysm. A scepter catheter is seen, with its distal radiopaque marker just below the coils. The balloon is deflated. The video showed the same condition described in the radiographic image; however, contrast was observed to have been injected twice. The radiographic image and video do not explain why the problem occurred. However, the investigation of the returned balloon catheter found a flattened section at approximately 28cm from the distal tip. The balloon was inflated using the returned syringes; however, the balloon took at longer than 60 seconds to deflate with use of each syringe during functional testing, which is consistent with alleged product issue. The flattened section of the catheter would result in difficulty deflating the balloon during the procedure as the flattening creates a pinch point, reducing the inner diameter of the inflation lumen and creating resistance resulting in an increase in deflation time. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h.10.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a balloon-assisted coiling procedure, the balloon would not deflate. A 1cc medallion with a one-way switch attached to the inflation port was used to attempt to deflate the balloon, but it failed. Then, the doctor exchanged it for a new one, and it did deflate with the new syringe. The balloon was inflated again using a new 1cc medallion, but the same thing happened. Then, a 20cc was connected directly to the inflation port, but the balloon had difficulty deflating. The balloon was able to deflate after 60-90 seconds. The balloon was prepared with 50/50 contrast. Image and operative report were requested, but they are not available. No patient injury was reported. The case was performed normally.